Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 135 mg/dl on aviva meter (system 1), and 70 mg/dl on aviva meter (system 2). Customer also allegedly received the following results, with two different meters, within 10 minutes: 136 mg/dl on aviva meter (system 1), and 76 mg/dl on aviva meter (system 2). Customer was using the same strips for his meter and wife¿s meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.